Manufacturer narrative:
No device history record investigation can be done at this time due to lack of manufacturer's lot code supplied with the complaint. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
On (B)(6) 2021, a spontaneous report was received from a consumer regarding a (B)(6) year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after using the product, the consumer went to remove the tampon after work and the only thing that came out when she pulled, was the string. She tried to extract it herself with no luck. She then tried "everything google suggested with still no luck." The consumer ended up having to take off of work to go to her obgyn (obstetrics and gynecology) to have her extract the tampon after it being in for 30 hours (also described as "an unsettling amount of time"). No additional information was provided.